Event description:
It was reported there was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. One of the motor stalls was caused by the patient having an MRI or other medical procedure. One stall was confirmed to be caused by an MRI. There were other intermittent stalls and recoveries that did not seem to be related to an MRI. The MRI occurred on (B)(6) 2011. The patient has had several MRI's. The pump was nearing the elective replacement indicator. Recently the patient had "other medical issues" which included seizures, coded and they were placed on a respirator. They were unsure at this point if anything was related to the pump therapy. The drug being delivered by the pump was morphine. It was later reported that a critical alarm was heard and was confirmed by telemetry. The alarm was due to a motor stall that was constant; "stopped pump may exceed tube set" message was noted. A replacement of the pump was being considered. The pump had not yet been replaced as he now needs cardiac clearance. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter: model #: 8709, lot #s: j11930r33 and j12040r26, implanted: (B)(6) 2005, explanted: unknown.

Event description:
Additional information: it was reported that the pump was replaced and patient was doing wonderful.